Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device rebooted during use on a patient. The device was replaced afterwards. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was available for the investigation. Based on the logbook evaluation, the reported warm start on 24th june 2021 at 02:35 could be confirmed. Based on the log entries it is likely that the root cause for the deviations was an electrostatic discharge from the user or an electro-magnetic disturbance from another device above the immunity level according to (B)(4) applicable at the time the device was manufactured (2010). The device reacted as specified to this deviation by initiating a warmstart to ensure proper integrity of the internal data after the electrostatic discharge. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the warmstart (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Immediately after the start of ventilation, the alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device rebooted during use on a patient. The device was replaced afterwards. No patient injury was reported.